Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site complaint history review was conducted on 02-aug-2021 and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 02-aug-2021 for a procedure on (B)(6) 2021 on system sk1995. While there were trumpf bed engagement entries, there were no observed events in the system logs that would suggest a product issue during the 117 minute procedure and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 45 stapler pn: 480445-04 // ln: l90210301-0245 // sn: (B)(4) was fired 6 of 12 times with two green sureform 45 reloads pn 48345g and four blue sureform 45 reloads pn: 48345b. All other, reusable, instruments that were used in the case and had uses remaining have been used in subsequent procedures and at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analysis (afa) engineer conducted a stapler log review and found the following: logs show that sureform 45 stapler pn 480445-04 // ln l90210301-0245 fired 6 reloads (2 green followed by 4 blue). All firings were completed. The 2nd firing (green) had 1 pause for compression and the rest had no pauses. There were no incomplete clamps in the procedure. While the surgeon of record alleged that ¿there was a failure in the middle of the staple line¿ at the site of the small bowel where a sureform 45 stapler instrument had initially been used, there is no information or evidence that meets the criteria of a reportable malfunction. However, it was reported that there was a post-operative staple line leak that required repair in a second procedure. At this time, the root cause of the reported issue and post-operative complications is unknown.

Event description:
A da vinci-assisted right hemicolectomy procedure was successfully completed robotically on (B)(6) 2021. A sureform 45 stapler instrument had been used to staple the small bowel, and there were no known issues during the initial procedure. Eighteen hours post-operatively, the patient returned to the hospital with acute abdominal pain and a second reoperation was performed on (B)(6) 2021 to repair what the surgeon described as a ¿failure in the middle of the staple line¿ at the site of the small bowel where a sureform 45 stapler instrument had initially been used with an unknown color reload. To resolve the issue, the surgeon re-stapled over the original staple line. The reoperation completed without incident. The patient was described as doing well post-operatively.